Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen did not function properly. It was reported there was no patient involvement at the time the issue was discovered. The customer requested onsite service to replace the touchscreen. Onsite service is currently pending. Device evaluation and repair are pending.

Manufacturer narrative:
The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.